Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (2 mg/ml at 0.225 mg/day) via an implantable infusion pump. The patient's relevant medical history included chronic pain after stroke. It was reported that during a routine end-of-service pump replacement, catheter aspiration was unsuccessful. A dye study was performed and it showed extravasation of dye into the subcutaneous tissue. It was noted the catheter had withdrawn from the intrathecal space. The catheter was replaced fully. No patient symptoms were reported. The issue was considered resolved. It was unknown if there were any environmental, external or patient factors which may had led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4) found that the catheter body was broken. If information is provided in the future, a supplemental report will be issued.